Event description:
A kensey nash representative reported the following device malfunction during a triactiv fx case. After wire placement, the physician injected contrast into the vein graft and confirmed vessel occlusion. Five seconds later, occlusion was lost. A second inflator was used to reinflate the balloon and again vessel occlusion was confirmed. After five seconds, the first stent was deployed and they noticed that column of contrast was gone again. The pt did have good reflow. A third inflator was used to reinflate the balloon and this time occlusion was maintained. Each time occlusion was lost, the balloon completely deflated. The pt had no adverse effects. Post procedure, the pt was stable and doing fine.

Manufacturer narrative:
Device lot number was unknown, device was not returned. Further investigation pending and will follow-up with information when available.